Manufacturer narrative:
Tandem¿s t:slim user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reused the same cartridge for 3 different loads. After the customer filled the cartridge with 300 units for the 3rd time, the bottom of the cartridge began to leak. Reportedly, the customer contacted a healthcare provider to obtain manual injections. Blood glucose was 167 mg/dl.